Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of hematoma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematomas, "lump by arm pit," "lymph node above collar bone" and "itching".

Event description:
Patient reported left side "lump by arm pit," "lymph node above collar bone" and "itching." Patient stated that this is the third time that they experienced problems on the left side and that it's been explanted twice on that side (due to hematomas developing a week after each implant) and that the doctor reused the same device each time. Device remains implanted. This is the left side record.